Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, blocked, jammed and was moving heavily. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watts, check for air leak, and check reverse locking mechanism. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive stopped working. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.